Manufacturer narrative:
Check valve.

Event description:
Leak during pre-operational testing. The manufacturers field service engineer (fse) found the inspiratory non-rebreathing check valve body torn from the outer ring. The fse replaced the check valve. No patient involvement.